Event description:
Ous MDR - the lead was reported to have sensed artifacts and also have diminished sensing capabilities (from 11 mv to 4 mv) by home monitoring after an implantation time of about 49 months. After which, a decision was made to replace the entire system. An insulation defect was suspected. No worsening of the patient's health was reported.

Manufacturer narrative:
Only the proximal lead fragment was returned for analysis. The distal fragment, including the tip electrode, was not available for analysis. The lead was cut through 19.5 cm distal of the connector pin, probably with a scalpel. The analysis showed fraying of the insulation at 18.5 cm distal of the is-1 connector pin, as well as fraying of the coating of the rope conductor to the ring electrode at just that site, as was already mentioned in the complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this external fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. There were no indications of a material defect or manufacturing error.